Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer's bg history shows that the device had been worn for four-and-a-half hours after the first bolus was administered before being deactivated. A review of the lot qualification data indicated that the product was appropriately tested and approved.

Event description:
The customer reported that she had gone to bed with "normal" bg levels (135mg/dl), but she woke the next morning feeling "sick with vomiting and diarrhea" in addition to high bg levels with large ketones. As a result, she was taken to the emergency room and "was hospitalized." Her bg level upon waking was 458mg/dl and a correction bolus was immediately administered. Over the following three hours, however, her levels remained consistently high (293-481mg/dl) despite having administered multiple correction boluses. The treatment she received at the hospital or her length of stay was not provided. The pod will not be returned for eval. Note: the customer called back and stated that a "pod alarm" was recorded by the pdm at 12:00 am (while she was sleeping), "but she did not hear the alarm." The specific alarm code that was provided, however, was actually related to a pdm error message. Per insulet's software engineering group, the pdm code indicates that a diagnostic test had failed (the test is run on battery insertion resets, master resets, power low resets, software requested resets [i.e., software upgrades] as well as 24-hour periodic self test). Therefore, the customer would not have heard a pod alarm as no pod alarm was initiated. Based on a review of this customer's complaint history, the pdm has not been returned or replaced. It is assumed that the customer is currently using the device (indicating the error message was successfully recovered from).